Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the paracentesis procedure, the valve did not close upon removal of the metal stylet resulting in fluid getting on the clinician. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.